Event description:
It was reported that a revision surgery was performed due to a cracked r3 liner around the rim. Oxinium femoral head was exchanged as well.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, related to (B)(4) it was reported one year post implantation a revision surgery was performed due to a cracked r3 liner around the rim. In addition it was reported the oxinium head was also removed captured in complaint (B)(4). However, no clinically relevant information has been provided for inclusion in this investigation. Without the requested clinical information; the root cause of the implant fracture cannot be concluded. The impact to the patient beyond the revision cannot be determined due to the lack of clinical documents. No further clinical/medical assessment is warranted t this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Without the actual product involved and/or device information our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.